Event description:
According to the reporter, during the procedure, the suture detached from the needle. A second suture was used, but during stitching, the suture broke about 2 centimeters from the needle. A third suture was used, and it completed the procedure without issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gl-885, gl-885 polysorb 5-0 und 75cm cv22 x36, (lot# d4c2525y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.